Manufacturer narrative:
Zimmer biomet complaint. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, the implant remains in the patient and the band was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the needle broke off the band while passing the band around the sternum. The surgeon removed the band from the construct and fixated the plate. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. The sl360 multi-implant system (part# 74-0004, lot# unk) was not returned and therefore could not be visually evaluated or functionally tested. No photos of the alleged event were provided. Due to the lack of information, photos, and the product not being returned, the complaint cannot be verified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. There are no indications of manufacturing defects. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.the following sections were updated: